Event description:
Patient reported that on (B)(6) 2019 she experienced a low reading of 48 in which she had to be hospitalized. Patient felt weird and weak which alerted her to check her readings. Patient mentioned that her sister called the emt's because she was in and out of conscious. Once emt arrived patient was given sugar water to manage her low reading. Patient was admitted on (B)(6) 2019 into (B)(6) hospital and discharged the same day. Patient also reported that she experienced a low reading of 51 while using the v-go. No specific date and time was provided. Patient felt weird and shaky which prompted her to check her glucose. Patient managed her low reading with oral carbohydrates and recovery was prompt upon treatment.